Event description:
Surgeon used cayenne aperfix am femoral 9mm x 24mm device on right knee. MFR did not notify surgeon of the knowledge of potential failure. MFR had already changed the number of threads in shaft from 4 to 3 and shipped with corrections. Cayenne can not confirm their device is still deployed in this pt, because metal shaft is broken. Pt will return to surgery on (B)(6) 2013.